Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 46 mg/dl. Customer has treated with food. Customer has been experiencing low blood glucose for two to three days. The blood glucose reading at the time of the event was 20 mg/dl. Customer stated that he woke up with five paramedics around him. Customer stated that his basal rates must be changed. During troubleshooting, the time was incorrect. Assisted with time correction. Priming technique is correct. The insulin pump was exposed to MRI. The displacement test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.